Manufacturer narrative:
Further investigation yielded patient information of primary diagnosis for covid 19. Device settings utilized for therapy were 80 l/min @ 100% fio2. During therapy, the patient spo2 noted at mid 80% and increased to low 90%. During periods of cannot reach target flow conditions, the patient desaturation noted to be approximately upper 70%. Based upon further investigation, no further device investigation had been requested by the customer. The device was evaluated by the institutional clinicians and biomedical department with no fault found or malfunction noted. No malfunction or failure of the device to perform to manufacturer declared specifications has been noted. Patient and/or hfnc positioning is noted to have caused the cannot reach target flow device condition. During periods of cannot reach target flow conditions, the device behaved as designed and appropriately in recognition of an obstructive/occlusive high pressure state. The root cause is due to patient and/or hfnc positioning.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 02feb2021.

Event description:
During clinical use and therapeutic delivery with a philips ac611 high flow nasal cannula (hfnc) size medium w/ 22mm connector, the device alarmed several times an error code signifying therapy cannot reach the targeted flow. The device was in clinical and therapeutic use at the time of the event. It was stated that during each alarm triggered event, the patient blood oxygen saturation would decrease. Patient repositioning and coaching was conducted to promote laminar flow with no discontinuance of therapy or medical intervention required. No further harm or issues were noted.